Event description:
It was reported that during an unknown procedure there were unformed clips that came out after firing a few times. Changed to another one but still had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.